Event description:
Additional information was provided by the customer on 01jul2025 stating that the correct lot number of the device in question is 14021608.

Manufacturer narrative:
A couple of photos were shared by customer, where a packages with tracking number and the involved tegos is shown. However, no physical damage or anomalies are shown. Five used. List #d1000, tego® connector were returned for evaluation. As received, there was no occlusion in the fluid path in the third of the 5 tegos. The sample was tested as per procedure and met the specifications, the tego was partially dissembled and no anomalies were found. The customer's complaint of no flow / can't prime could not be confirmed on the third returned device. Updated information can be found in b5, throughout section d and h4 - device mfg date. Corrected information can be found in d10, e3 - initial reporter occupation, g2 - report source and h6 health effect - impact code.

Event description:
The event involved a tego® connector where it was reported that the hemodialysis (hd) line was accessed and flushed with no problems; however, they were unable to flush post hd and when the tego was changed, it flushed well. The event occurred during use on patient. There was an unknown delay in therapy and no adverse event. This is the first of four occurrences. The customer provided the lot number/s 14081608/14087312 but they are not populating in ICU's records. When inquired, the customer stated that they cannot recall the tego lot number/s.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Corrected information can be found in d10 concomitant products (dates). Also please note that the previous emdr was a device evaluation (in addition to the other selected choices).